Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 250 mg/dl. The customer changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed; however, the system check on the current supplies showed an occlusion in the tubing. The customer had been using apidra insulin.

Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.